Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: there was no reported patient involvement associated with the reported event. Event date: unknown. Device is an instrument and is not implanted/explanted. A device history record review was performed for the subject device lot. Manufacturing location: synthes (B)(4). Product manufacture date: oct 22, 2014. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The subject device has been received and is currently in the evaluation process. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the elastic nail "t" handle inserter broke post-operatively during sterilization. Specially, the handle on one end has broken off the device. There was no patient or procedural involvement. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
An investigation summary was performed. The investigation of the complaint articles has shown that: it was reported that the rotating lever of a titanium elastic nail inserter (359.219 lot# 8973607) broke during sterile processing; no surgical or patient involvement. The returned inserter was examined upon receipt and the complaint condition was able to be confirmed as the device's rotating lever was found to be missing. Upon further examination it was determined that the device¿s chuck functioned as intended. No definitive root cause was able to be determined however the failure mode is typically associated damage due to attempted disassembly for sterilization (when occurring preoperatively) or as a result of errant hammer blows (when occurring intra-operatively). During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. A visual inspection, functional check, complaint history review, drawing review, and risk assessment review were performed as part of this investigation. No product design issues or discrepancies were observed. This complaint is confirmed. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.